Event description:
Additional information received from the physician indicated pump failure.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation and additional event information. A pump was the sole component received for evaluation. Examination and testing of the returned component revealed a separation in the pump bulb. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth and non-striated, indicating stress was exerted. Abrasion was noted on one exhaust tube and the inlet tube of the pump. Based on examination of the returned product, the abrasion marks noted on the one exhaust tube and the inlet tube matched in such a way to conclude that they had abraded against one another while in-vivo. The smooth and non-striated surfaces of the pump bulb separation indicated that sufficient stress(s) was exerted on the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The follow-up was created to document the conclusion of the investigation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was exchanged due to an issue with the device inflating. The territory manager indicated the pump or the tubing near the pump was compromised.